Event description:
Small tip of an iris scissors was broken off away from incision site while doctor was attempting to tighten a screw on an adson beckman retractor. The field and floor searched, but to no avail. Xray taken and read as negative by doctor. A small piece of metal was found on the floor after xray was taken resembling missing piece, unable to deterimine if it was the actual piece.